Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), e1(event site email), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: b7, d4(UDI#) a getinge field service engineer (fse) evaluated the unit. Fse dismantled the covers and disconnected the pcb cards. Checked for any water or liquid ingress, including the battery compartments. There was no sign of any liquid residue. Fse stated that printer is faulty and need replacement. There is no further information regarding printer replacement. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Event description:
It was reported that over the weekend, during use on a patient, after a patient had been placed on the cardiosave intra-aortic balloon pump (iabp), and had received therapy for 4 hours, the iabp got wet and failed. (They noticed a the bag fluid had exploded all over the machine and then machine failed to work. The fluid seemed to have been on a separate pole, not the cardiosve drip pole, which was not in place.) The patient deteriorated and there was an increase in medications and fluid administration which occurred immediately after the unexpected shutdown. They also immediately changed to another device and contacted the after hours helpline. The duration of support with the alternate iabp unit was approx. 40hrs.

Manufacturer narrative:
Corrected data: b1, b2, b5, h1, h6 clinical, impact and problem code).updated data: a2, a3, a4, b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that over the weekend, after a patient had been placed on the cardiosave intra-aortic balloon pump (iabp) unit they noticed a the bag fluid had exploded all over the machine and then machine failed to work. The fluid seemed to have been on a separate pole, not the cardiosve drip pole, which was not in place. They immediately changed to another device and contacted the after hours helpline.

Event description:
It was reported that over the weekend, during use on a patient, after a patient had been placed on the cardiosave intra-aortic balloon pump (iabp) unit got wet and failed. They noticed a the bag fluid had exploded all over the machine and then machine failed to work. The fluid seemed to have been on a separate pole, not the cardiosve drip pole, which was not in place. They immediately changed to another device and contacted the after hours helpline. There was no harm reported.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, d1, d2, d4 (catalog #,serial#, and unique identifier (UDI) #), e1 (phone#), e2, e3, g3, g6, h2, h10, h11.